Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was). The device was bloody.the hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (misshapen/delamination), and a kink in the sheath located 34 cm form the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable on analysis completed on 20mar2018. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed but was not stable during the tug test. The closure device was removed and another 33mm closure device was deployed, but there was too much protrusion, so this closure device was also removed. There was no damage noted to the was. The procedure was completed with a different device. No patient complications were reported and the patients status is stable. However, device analysis revealed inner liner delamination.